Event description:
It was reported the patient sustained multiple high-velocity gunshot wounds in iraq resulting in an open tibial fracture treated with multiplanar circular external fixation. His treatment was complicated by refracture after removal of the fixator following radiographic evidence of union. Imaging the grafted tibia fractured during the one-leg stance training session likely due to the incomplete and deformed callus and resulted in the right transtibial amputation due to patient request.

Manufacturer narrative:
Additional information: event. This event was reported from a literature review. No product was returned for evaluation. Therefore a product analysis could not be performed. After repeated requests, smith and nephew has been unable to obtain device details. As device details were not made available, device history record and complaint history review cannot be completed. Our investigation including a clinical analysis noted that based on the article and imaging the grafted tibia fractured during the one-leg stance training session likely due to the incomplete and deformed callus and resulted in the right transtibial amputation due to patient request. The patient impact beyond the lengthy rehabilitation, continued pain and eventual amputation cannot be determined. No further medical assessment can be rendered at this time. Without the return of the actual product involved and no product information available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Event description:
It was reported the case of a (B)(6)-year-old man who sustained multiple high-velocity gunshot wounds in (B)(6) resulting in an open tibial fracture treated with multiplanar circular external fixation. His treatment was complicated by refracture after removal of the fixator following radiographic evidence of union.